Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the device was not working. Follow-up with the physician's office was attempted with no relevant information received to date. The patient implied the device had been or would be replaced. No patient complications have been reported as a result of this event.